Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead's fixation helix could not be extended prior to lead positioning. The lead was not used. A different lead was used to complete the operation. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.